Event description:
It was reported that during a lead revision, this pacemaker and right ventricular (rv) lead exhibited lead to header insertion issues, noise, and no capture. During the revision, noise and out-of-range pace impedance measurements were observed when connecting the new lead to the old pacemaker. The new rv lead was re-tested on the pacing system analyzer (psa), and it was determined that there was a rv port anomaly on the old pacemaker. The old right ventricular (rv) lead also exhibited increasing threshold and pace impedance measurements. It was noted that the patient had been pacing a high percentage of the time due to a slow underlying rate. This right ventricular (rv) lead was surgically abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.